Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, access was gained utilizing a micro puncture kit. The arteriotomy was 8.1mm, and clear of calcification or tortuosity. No issues were encountered advancing or withdrawing the procedural sheaths. After completion of a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Following deployment, pulsatile arterial bleeding was present in the groin area. According to the cardiothoracic surgeon, manta was not positioned correctly on the vessel and chose to deploy a 14f gore dryseal sheath over the manta guidewire. The sheath forced the manta up into the iliac, where it became anchored, causing an occlusion. The cardiothoracic surgeon was unsuccessful in retrieving the manta from within the iliac and made the decision to stent the iliac where manta was positioned, to prevent it from migrating down the leg. Manta instructions for use state in the procedural requirements, arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. The IFU precautions if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: manta was deployed in the vessel. Surgeon had to cut out. Patient is fine. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture was utilized to gain access in the right common femoral artery. Vessel size was 8.1mm with no reported calcification or tortuosity. There was no issues advancing or withdrawing procedural sheaths. Act was 245 prior to closure. 23000 units of heparin was administered intravenously during the procedure. It was reported that: there was pulsatile blood flow from the groin after the manta was deployed and it was determined that the manta was not in the vessel. The cardiologist then decided to insert a 14f sheath over the wire that the manta was deployed on. The sheath pushed the manta up into the iliac where it was lodged causing an occlusion. They were unable to retrieve the manta from the iliac , so the physician then stented the iliac where the manta was lodged to keep it from migrating down the leg.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta was deployed in the vessel. Surgeon had to cut out. Patient is fine. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture was utilized to gain access in the right common femoral artery. Vessel size was 8.1mm with no reported calcification or tortuosity. There was no issues advancing or withdrawing procedural sheaths. Act was 245 prior to closure. 23000units of heparin was administered intravenously during the procedure. It was reported that: there was pulsatile blood flow from the groin after the manta was deployed and it was determined that the manta was not in the vessel. The cardiologist then decided to insert a 14f sheath over the wire that the manta was deployed on. The sheath pushed the manta up into the iliac where it was lodged causing an occlusion. They were unable to retrieve the manta from the iliac , so the physician then stented the iliac where the manta was lodged to keep it from migrating down the leg.